Manufacturer narrative:
(B)(6). Device is a combination product.  (B)(4). Synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The 3 most proximal stent strut rows were damaged; the first two were lifted and pulled in a distal direction, the third was crushed. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within maximum stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 29nov2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). Following pre-dilation, a 3.00x32mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.